Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 20 intermittently occurred during basal delivery with multiple cartridges. In addition, it was reported that the customer received a button alarm. Customer's blood glucose level was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.